Manufacturer narrative:
Investigation. Visual inspection: in the prechamber particles and bloody fluid could be observed during the visual inspection. Permeability test. A permeability test has shown that the progav 2.0 with the prechamber is permeable. During the permability test bloody fluid was leaking out. Computer controlled test. To investigate the claim of over -drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal as well as the vertical positions. The results show that the valve is not operating within the acceptable tolerance in either position. The inspection shows an accelerated outflow. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Klick force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valve, significant deposits were found in the progav 2.0. Results: based on our investigation, an accelerated outflow could be determined. This is likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 (part # fx587t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to be operated in overdrainage and was difficult to adjust. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 165 centimeters (cm). Weight: (B)(6). Gender: female.